Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 29-jul-2014, a medtronic representative went to the site to test the equipment. The reported issue was confirmed, and the inverter battery charger-1, battery charger-2, and motor battery charger were replaced, but this did not fully resolve the issue. One battery charger-1 was bad at install, so a new one was ordered. On 31-jul-2014, the medtronic representative returned to the site to test the equipment. The inverter battery charger-1 and the x-stage cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. Three battery charger 1 (pcba) boards were returned to the manufacturer for evaluation, and electrical failure modes were found during the testing of each board. The first board had broken components [t1a] and was very warped; a lot of flux and leaking capacitors were noted on the board. The second and third boards were also very warped, with a lot of flux and leaking capacitors noted on each board. The battery charger 2 (pcba) was returned to the manufacturer for evaluation, and an electrical failure mode was found during testing. A lot of flux and leaking capacitors noted on the board. The motor battery charger pcba was returned to the manufacturer for evaluation, and an electrical failure mode was found during testing. A lot of flux and leaking capacitors noted on the board. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system's charger boards were broken. These issues were discovered by technicians during annual planned maintenance.